Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device & delivery system (wds) and a watchman fxd curve access system (was) were selected to be used. Before the procedure there was a trace effusion noted, and the effusion was noted at the apex of the heart. The rf versacross wire was inserted in the superior vena cava (svc). The physician brought the entire system down onto the septum in order to get in the right position to cross and go into the left atrium (la). In the process of trying to get the correct placement on the septum, the was placed in the right atrial appendage and then dropped onto the septum. The physician found the correct placement of the versacross system in order to cross the septum and then into the la. Once across the left atrium, the rf wire was inserted into the laa and the versacross system was removed. The was was then inserted, and the pigtail catheter was advanced over the rf wire, and then the rf wire was removed. The la pressure was obtained at this point, and a contrast shot was taken of the laa to determine what size closure device was needed for the patient. After determination of the size, the closure device was prepped per the instructions for use (IFU), and the closure device was inserted into the was sheath and deployed in the laa. Position, anchor, size and seal (pass) criteria were met, and the closure device was released. After release, the transesophageal echocardiography (tee) physician did a sweep and the effusion that was noted before the procedure was discovered to have increased in size. A pericardiocentesis was performed and 450ml of fluid was drained. The physician left the drain in place and the patient was sent to the intensive care unit (ICU) for further evaluation and monitoring. The patient was discharged and is expected to fully recover.